Event description:
The customer called stating that they are having trouble with the readings they get from excel off brand reagent strips. Also, the customer was aware of the fact they should be using elite test strips. An offer was made to check the meter. The customer did not have the requisite supplies to do the testing, and they were using expired control solution. The requisite supplies were sent to the customer. During the follow-up testing of the meter it was learned that when a strip was inseted, the display screen said "on" and sometimes "off". A request was made to return the meter for evaluation. In the meantime, a replacement unit has been provided.